Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units batteries are not ejecting properly.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Investigation finalized on 03/01/2024: a getinge field service engineer (fse) evaluated the unit for the reported malfunction. He found numerous ECG, fill, and compressor adjusting alarms in addition to the batteries not ejecting as reported. The fse replaced the springs, washer, and screw and informed customer to rotate batteries periodically. He also found helium regulator out of specifications to the low side - 232 psi so as a preventive measure adjusted to 275 psi. Performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety tests per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units batteries are not ejecting properly. There was no patient harm.